Manufacturer narrative:
The customer reported that their core unit (g9) was displaying multiple errors ("input unit failure", "wlan failure", "system board failure", and "mpu module failure"). No harm or injury occurred.

Event description:
The customer reported that their core unit (g9) was displaying multiple errors ("input unit failure", "wlan failure", "system board failure", and "mpu module failure"). No harm or injury occurred.